Event description:
Caller states patient tested 4.3 inr on the coaguchek xs pro system while a comparison lab returned as 3.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system; however, test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.